Manufacturer narrative:
The device has ben received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device became hot during an anterior cervical discectomy surgery. No injury or medical intervention occurred, and there was no delay to the surgery. There was no additional information provided.